Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when they plugged the cord into the vaso view hemopro remained activated and started glowing red. They replaced the cable and device to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).